Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.25mm x 24mm) to a calcified lesion in the rca with 95% stenosis but resistance was encountered and the device could not cross the lesion. The physician used a new device to complete the surgery. The patient is recovered. No clinical sequelae were reported. Evaluation summary: patency of the wire lumen was checked when a 0.015¿¿ mandrel was attempting to pass through the wire lumen entry port to the tip, resistance was noted and the mandrel could not pass through to the tip. The hypotube was kinked at 17.5cm and 52.5cm distal to the strain relief. There was evidence of damaged located between the 11th and 14th distal segments of the stent. The distal tip of the catheter was slightly stubbed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation) ; patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation) (B)(4).